Event description:
Patient reported left side rupture. Device remains implanted. Patient later reported "intermittent discomfort and sensation that the implant has shifted", "lobulated", "irregular capsule", "fluid collections"

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: seroma, rupture.

Event description:
Patient reported left side rupture. Patient later reported "intermittent discomfort and sensation that the implant has shifted", "lobulated", "irregular capsule" and "fluid collections". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.